Event description:
Follow up information received from the healthcare professional reported that the date of onset of the infection was 4 weeks post implantation. Patient symptoms of pain and drainage were noted and the site of the infection was reported to be the device pocket site and the lead track. Cultures taken grew (B)(6). The treatment for the patient included both oral and IV antibiotics and explantation of the entire device system. The patient outcome was reported as the infection had resolved.

Event description:
It was reported that two weeks prior to report, the patient woke up with a headache, stiff neck, and pain where her incisions were. The patient had a lump about 1.5 inches that was warm and it was by the lead incision. The patient's physician did not indicate it was an infection, but checked her white cell count. The patient saw another physician who did order her antibiotics. The patient was feeling better but the bump was still there and warm. The patient was scheduled to see her physician the next day. Two weeks later it was reported that the device was removed on (B)(6) 2012 due to an infection. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 3776-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).